Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated used radio frequency (rf) telemetry. Abbott technical support was contacted and the loss of rf telemetry was suspected to be due to a rf internal error. A cyber security upgrade was performed on the device to resolve the event. The patient was in stable condition.